Event description:
Patient was brought to the operating room and was positioned supine; she was intubated and the abdomen prepped and draped in a sterile fashion. Per report: ligasure did not fire. Device changed and procedure continued with no further incident. No patient harm reported. Manufacturer response for ligasure - covidien, ligasure (per site reporter). Need to follow-up with surgery inventory coordinator.